Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the night before this report, when he inserted a new infusion set and pulled the serter away, the set came off. Then, he re-attached it and his blood glucose level was at 122 mg/dl. He went to bed and woke up in the middle of night and blood glucose level was at 309 mg/dl. He gave a bolus and checked the infusion set and it did not seem snug but was on there. Thereafter, he woke up in the morning and found that the set had detached at the quick release. His blood glucose was 375 mg/dl. He was unsure of his blood glucose level at the time when the set detached as he was asleep. The site location was his right buttocks and the pump was worn in front of his waist. The infusion had been in use for 8-9 hours and the infusions were stored in the box kept in bathroom drawer. The patient could not imagine if there was any stress or pull on the tubing and the pump was not dropped with the set connected to his body. No further information available.